Event description:
The patient reported that they had to have their implantable neurostimulator (ins) "reset". When they had the device "reset" the manufacturer representative set the stimulation so high that when the patient came out of the doctor's office and tried to take a step the patient fell flat down on their face and broke their eye socket. They were hanging onto a post with blood going everywhere. This issue occurred on (B)(6) 2016. They had to be admitted to the hospital trauma center for one week and had to have a titanium plate put in to hold their eye up. The patient felt the accident was due to the stimulation being set too high. The patient noted they went through "hell" when this issue occurred and the manufacturer representative told them that they didn't mean to set the stimulation so high. On (B)(6) 2016 the patient was home from the hospital and tried to turn their stimulation on because they were having some pain down their right leg. This pain started on (B)(6)2016. They went downstairs to get a drink and while they were there they felt a bolt of electricity through their body which made their right leg become useless. They had to have their housekeeper help them back to bed. It was noted that this bolt of electricity they felt was the same they felt before they fell. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the steps taken to resolve the stimulation being too high and bolt of electricity through the body, the patient called the manufacturer representative (rep) for an appointment to turn off the automatic setting, every time they tried to set it would jump back to the extremely high setting. The rep took the setting off. The patient was asked if the stimulation being too high, bolt of electricity through the body, and broken eye socket been resolve and stated that, they were working on it. The patient stated that they were still healing from it. They had to do surgery and put a stainless steel plate in their face to hold up their eye ball.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.